Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitoring application closes when they press on the admit/discharge tab and then it will go to the windows screen. The bme states they have to manually start the cns application again. No patient harm was reported. Nihon kohden service technician recommended that they do a reboot of the cns and if still occuring to send it in for repair. The bme stated that they will reboot the cns and vacuum it out because it is very dusty. The bme will send in log files for nk to investigate.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) application was closing when the admit/discharge tab was pressed, sending it to the windows screen. They would have to manually start the cns application again. No patient harm was reported. Investigation summary: nk ts technician advised the customer to reboot the cns, and if this doesn't resolve their issue, to send it in for repairs. The customer said they will try to reboot the cns and vacuum it out, because it is very dusty and if this does not work, they will call in again and probably purchase new hdds (hard disk drives) and install new ones themselves, if needed. The customer later confirmed that the hdds were replaced, at their facility (on their own), however, the issue persisted. They connected the device to a different cns and then discharged/cleared the patient information from the unit, which resolved the issue. Based on the information available, the reported issue was due to an issue with the hard disk drives, but a definitive root cause cannot be determined. However, it is possible the issue was related to a user related error (due to installation setup errors or either droppage (physical damage), an ungraceful/unexpected shutdown and/or corruption), which could have caused an issue with hdds (hard disk drives), or software/file corruption. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Potential causes of hard drive failures include normal hard drive failures or failures resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Users may replace the hdd or may continue to use the hdd after inspecting the condition of the hdd. Failure to replace the hdd or inspect the hdd may lead to hdd failure.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application was closing when the admit/discharge tab was pressed, sending it to the windows screen. They would have to manually start the cns application again. No patient harm was reported. Nihon kohden service technician recommended that they do a reboot of the cns and if still occuring to send it in for repair. The bme stated that they will reboot the cns and vacuum it out because it is very dusty. The bme will send in log files for nk to investigate.